Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 320144, batch no: 9106636. It was reported that during use of the bd ultra-fine¿ pen needle when removing the small green plastic tube exposing the needle, the needle was on an angle. When unscrewing the needle unit from the pen, the plastic covering comes off (slips off) and the needle part is left still screwed onto the pen. The plastic covering has to be placed back onto the needle part, squeeze/apply pressure on both sides of the whole unit in order to be able unscrew it off. The following information was provided by the initial reporter: I have, however, experienced anomalies. The first is that, in the past week, I have, when removing the small green plastic tube exposing the needle, found the needle to be at an angle; the first was at an approximate 1 degree angle (I chucked this one), the other at a lesser angle, but still not inserted straight. This one I chanced using. The second anomaly is the fact that sometimes when unscrewing the needle unit from the pen, the plastic covering comes off (slips off) and the needle part is left still screwed onto the pen. I then have to place the plastic covering back onto the needle part, squeeze/apply pressure on both sides of the whole unit in order to be able unscrew it off. I don't think the above noted anomalies are normal. In my opinion, the first anomaly indicates the need for better quality control; the second an examination of your manufacturing process in order to rectify this problem. Sincerely.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 320144 batch no: 9106636. It was reported that during use of the bd ultra-fine¿ pen needle when removing the small green plastic tube exposing the needle, the needle was on an angle. When unscrewing the needle unit from the pen, the plastic covering comes off (slips off) and the needle part is left still screwed onto the pen. The plastic covering has to be placed back onto the needle part, squeeze/apply pressure on both sides of the whole unit in order to be able unscrew it off. The following information was provided by the initial reporter: I have, however, experienced anomalies. The first is that, in the past week, I have, when removing the small green plastic tube exposing the needle, found the needle to be at an angle; the first was at an approximate 1 degree angle (I chucked this one), the other at a lesser angle, but still not inserted straight. This one I chanced using. The second anomaly is the fact that sometimes when unscrewing the needle unit from the pen, the plastic covering comes off (slips off) and the needle part is left still screwed onto the pen. I then have to place the plastic covering back onto the needle part, squeeze/apply pressure on both sides of the whole unit in order to be able unscrew it off. I don't think the above noted anomalies are normal. In my opinion, the first anomaly indicates the need for better quality control; the second an examination of your manufacturing process in order to rectify this problem.